Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding/(general)/ abnormal bleeding") in a female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight, multigravida, parity 5 ((B)(6) 1992, (B)(6) 1995, (B)(6) 1997 (born early), (B)(6) 2005 (born early) and (B)(6) 2009) and miscarriage. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included contraception with depo-provera. Concomitant products included bupropion (wellbutrin), oxybutynin hydrochloride (oxybutin) since 2009, salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with surgery (hysterectomy was done to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: both placements were fine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding/(general)/ abnormal bleeding, menorrhagia, dyspareunia (painful sexual intercourse), perforation (uterus) with symptom pelvic pain, severe and persistent abdominal pain. Historical condition, historical drug, concomitant condition, concomitant drug, lab data and treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic forceps were used to grasp the coils, which was removed in its entirety in pieces."), uterine perforation ("perforation (uterus)/migration of essure device: uterus/one of the coils is in your uterus (not in the tubes)") and genital haemorrhage ("abnormal bleeding/(general)/ abnormal bleeding") in an adult female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida, parity 5 (B)(6) 1992, (B)(6) 1995, (B)(6) 1997 (born early), (B)(6) 2005 (born early) and (B)(6) 2009), miscarriage, headache, nausea, depression, chest pain, recurrent uti, vaginal prolapse and perineal pain. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included stress urinary incontinence, ovarian cyst, cholelithiasis, tachycardia, chronic hepatitis c, peritonitis and multiple allergies. Concomitant products included bupropion hydrochloride (wellbutrin), oxybutynin hydrochloride (oxybutin) since 2009, salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe and persistent abdominal pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with hysteroscopic forceps were used to grasp the coils, which was removed in its entirety in pieces and surgery (hysterectomy was done to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and uterine perforation outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion : (B)(6) 2012 discrepancy noted in essure confirmation test: (B)(6) 2012 left tubal ostia with 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: both placements were fine.. Pathology test - on (B)(6) 2013: result: diagnosis: fragments of either late secretory endometrium or endometrium showing exogenous progestational agent effects.; on (B)(6) 2014: result: final pathologic diagnosis: uterus, endometrium, hysterectomy and bilateral salpingectomy: secretory phase ¿ unremarkable myometrium ¿ nabothian cysts ¿ normal cross sections offallopian tubes.. Ultrasound pelvis - on (B)(6) 2013: result: left ovarian cyst. Follow up recommended in 2-3 months. Essure seen in endometrial cavity.; on (B)(6) 2013: result: no significant abnormality.. X-ray - on (B)(6) 2013: two linear metallic densities, one overlying the right edge of the uterus and a second overlying the left paracentral aspect of the uterus. These are compatible with essure microinserts. Appropriate positioning of these inserts cannot be assessed by plain film radiography, particularly on left side. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs and mr received. Following events were added: dysmenorrhea, event clubbed: perforation (uterus)/migration of essure device: uterus and hysteroscopic forceps were used to grasp the coils, which was removed in its entirety in pieces. Event onset date were added. Event outcome updated: severe and persistent abdominal pain, dysmenorrhea, abnormal bleeding (vaginal), menorrhagia, abnormal bleeding/(general)/ abnormal bleeding and dyspareunia (painful sexual intercourse). Medical history added. Lab data added. Race information added. Other hcp added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic forceps were used to grasp the coils, which was removed in its entirety in pieces."), uterine perforation ("perforation (uterus)/migration of essure device: uterus/one of the coils is in your uterus (not in the tubes)") and genital haemorrhage ("abnormal bleeding/(general)/ abnormal bleeding") in an adult female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida, parity 5 ((B)(6) 1992, (B)(6) 1995, (B)(6) 1997 (born early), (B)(6) 2005 (born early) and (B)(6) 2009), miscarriage, headache, nausea, depression, chest pain, recurrent uti, vaginal prolapse and perineal pain. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included stress urinary incontinence, ovarian cyst, cholelithiasis, tachycardia, chronic hepatitis c, peritonitis and multiple allergies. Concomitant products included bupropion hydrochloride (wellbutrin), oxybutynin hydrochloride (oxybutin) since 2009, salbutamol (albuterol) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe and persistent abdominal pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with hysteroscopic forceps were used to grasp the coils, which was removed in its entirety in pieces and surgery (hysterectomy was done to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and uterine perforation outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion :(B)(6) 2012/ (B)(6) 2012 discrepancy noted in essure confirmation test: (B)(6) 2012/ (B)(6) 2012 left tubal ostia with 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: both placements were fine.. Pathology test - on (B)(6) 2013: result: diagnosis: fragments of either late secretory endometrium or endometrium showing exogenous progestational agent effects.; on (B)(6) 2014: result: final pathologic diagnosis: uterus, endometrium, hysterectomy and bilateral salpingectomy: secretory phase ¿ unremarkable myometrium ¿ nabothian cysts ¿ normal cross sections offallopian tubes.. Ultrasound pelvis - on (B)(6) 2013: result: left ovarian cyst. Follow up recommended in 2-3 months. Essure seen in endometrial cavity.; on (B)(6) 2013: result: no significant abnormality.. X-ray - on (B)(6) 2013: two linear metallic densities, one overlying the right edge of the uterus and a second overlying the left paracentral aspect of the uterus. These are compatible with essure microinserts. Appropriate positioning of these inserts cannot be assessed by plain film radiography, particularly on left side.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.